Manufacturer narrative:
Additional information added to: the customer¿s report of a secondary infusion not running was not confirmed. Incident device was not returned. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Log analysis results: n/a ¿ logs were not returned for an analysis. Test results: n/a ¿ testing could not be performed since device was not returned for this investigation. The root cause was not returned for this investigation.

Event description:
It was reported that when the pcu was in use, the rn hung a second hanger and after (5) minutes it alarmed "air-in-line" twice. The rn changed the tubing and it appeared to work fine.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when the pcu was in use, the rn hung a second hanger and after (5) minutes it alarmed "air-in-line" twice. The rn changed the tubing and it appeared to work fine.